Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue and a damaged keypad flex. This report is made based on results of investigation completed on 11/21/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/21/2013 with the following findings: during investigation, the keypad buttons were all unresponsive. The cover was removed and the contrast button contact was found to be inverted and the keypad flex was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).